Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level as the relevant details were unknown or not provided. Technical support assisted the customer in resetting the pump and provided instructions to monitor for any recurrence of the malfunction, which did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.